Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation / device displacement') and genital haemorrhage ('genital bleeding') in an adult female patient who had essure (batch no. C59248) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included breast neoplasm, back pain, hiatal hernia, diabetes and paratubal cyst. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infection"), allergy to metals ("nickel sensitivity"), pelvic pain ("pain"), dyspareunia ("dyspareunia"), vaginal disorder ("vaginal scarring") and depression ("depression"). The patient was treated with surgery (removal of the essure implant- it migrated). Essure was removed on (B)(6) 2019. At the time of the report, the perforation, genital haemorrhage, infection, allergy to metals, pelvic pain, dyspareunia, vaginal disorder and depression outcome was unknown. The reporter considered allergy to metals, depression, dyspareunia, genital haemorrhage, infection, pelvic pain, perforation and vaginal disorder to be related to essure. The reporter commented: are you claiming damages for lost wages: yes. If so, for what time period: (B)(6) 2016- present. Right tube with 3 coils showing and then in the left tube with 3 coils showing. Batch no c59248 production date 2014-05-23 expiration date 2017-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality safety evaluation of product technical complaint. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation/device displacement') and genital haemorrhage ('genital bleeding') in an adult female patient who had essure (batch no. C59248) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included breast neoplasm, back pain, hiatal hernia, diabetes and paratubal cyst. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), infection ("infection"), allergy to metals ("nickel sensitivity"), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), dyspareunia ("dyspareunia"), vaginal disorder ("vaginal scarring") and depression ("depression"). The patient was treated with surgery (removal of the essure implant- it migrated). Essure was removed on (B)(6) 2019. At the time of the report, the perforation, infection, allergy to metals, genital haemorrhage, pelvic pain, dyspareunia, vaginal disorder and depression outcome was unknown. The reporter considered allergy to metals, depression, dyspareunia, genital haemorrhage, infection, pelvic pain, perforation and vaginal disorder to be related to essure. The reporter commented: are you claiming damages for lost wages: yes if so, for what time period: (B)(6) 2016 present. Right tube with 3 coils showing and then in the left tube with 3 coils showing. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.